Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 6947 implantable tachy lead (B)(6) 2012; 5076 implantable pacing lead (B)(6) 2005.

Event description:
It was reported that the left ventricular (lv) lead had high thresholds and was causing diaphragmatic stimulation. The parameters on the lead were reprogrammed and it remains in use. It was noted that the patient is a participant in (B)(4) study. No patient complications have been reported as a result of this event.